Manufacturer narrative:
(B)(4). Eval confirmed the reported symptom of "fluid intrusion". Further investigation revealed corrosion on the wireless module flex and radio pcb as a result of fluid intrusion, which caused the components to fail. The device was retired from service.

Event description:
It was reported that a wireless battery module suffered fluid intrusion. It was also reported that there was no pt involvement.